Event description:
During resuscitation of a (B)(6) year old male patient under CPR, the patient was intubated via eti. The capnostat 5 mainstream etco2 detector attached to the e series monitor was attached to the patients airway. The etco2 detector was not able to capture a numerical or wave form reading. The device connection was checked as well as the sensor was changed without any change in operation. A replacement cable was placed on the monitor after this incident, and it worked appropriately.